Manufacturer narrative:
Pump received with intermittent act button response due to flattened button dome switch. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were not functional on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.